Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 382 mg/dl despite reporting only a chicken sandwich and a soda, with no device alerts, no infusion set leaks, and no visible tubing bends, and education and troubleshooting were provided including supply change guidance and referral to the healthcare provider for management. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or injury. Investigation included user interview, device use review, and troubleshooting education. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the event remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.